Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bright red with white bumps and very itchy on the back. There was no alleged device malfunction contributing to the rash. The patient reported they are a nurse and would be treating the area with avon silicon glove lotion and aloe vera. Follow up indicated that the rash improved.